Manufacturer narrative:
Non-healthcare professional / company representative. The device was evaluated and the camera cable was found to have a broken sheath. Based on the results of the investigation, a definitive root cause cannot be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the subject device exhibited a broken sheath. There was no patient involvement.